Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for hi and lo blood glucose results. The customer is concerned with results obtained. The expected fasting blood glucose test result range is 130 to 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 212 and 221mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. No results found.-customer was calling because he has not used this meter for a month and customer states that when he first tested a few times he got a lo, hi, and other errors he could not recall. While attempting to go into the meter to read the memory, the meter did not have any readings. Did 2 back to back blood tests to see if the meter retained the memory and the two readings did appear in the memory. The first reading read 212 mg/dl and the next read 221 mg/dl and both of the readings were fasting. Customer states his regular glucose range is 130-150 mg/dl fasting, but these readings are not alarming to him. After troubleshooting the product customer was satisfied with the product, not replacement needed.